Event description:
The customer reported the generation of false low ise (ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) generated on five (5) patient samples involving the au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide demographics or patient data. A verbal example of false result was provided.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and observed dilution solution drip from ise (ion selective electrode) j nozzle. The fse determined the failure mode was due to ise module j nozzle for mid/ buffer solution. The fse replaced the ise module j nozzle to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).